Event description:
It was reported that the programmer would not turn on; the buttons were no longer responsive. It was advised to unplug the programmer, remove the battery, wait one minute, and then plug the programmer back in. Once completed, the programmer successfully powered on and everything began working as designed. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).